Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the suspect device. The fsr determined that the main board required replacement in order to resolve the customer's reported issue. The main board was replaced and the device was tested to manufacturer specifications. The suspect main board has been returned to vyaire for further analysis. Once the final analysis is complete, a supplemental report will be submitted.

Event description:
The customer reported that this vela ventilator had an unresolved transducer fault (xdcr fault) alarm condition while on patient. The ventilator was switched to another ventilator with no harm or injury to the patient.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was due to a faulty transducer (xdcr).